Manufacturer narrative:
Replace battery alarm, power loss alarm and pump error 25 alarms confirm in long trace downloads. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched lcd window and cracked retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery. The blood glucose at the time of the incident was 103 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.